Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was use error - closed patient line clamp. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a check patient line alarm which occurred on the homechoice (hc) during use. The home patient (hp) stated that the patient line was full of air. The hp keeps the clamp closed during prime. The baxter technical service representative (tsr) assisted the hp to end therapy and told her she needed to start over and explained how to set up properly. The hp started over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the check patient line alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp confirmed that the clamp was closed on the patient line during prime. The hp stated that she now has the line unclamped during prime. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.